Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was advised the 2 high blood glucose rule. After the troubleshooting was done, customer was advised to monitor blood glucose and call back if issues continue. The customer was advised to speak with doctor about the correct settings should be in the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.